Event description:
It was reported by the hospital contact that two deltamaxx coils: (dmx18052020 and dmx18031220, lots unknown) got stripped during an embolisation of arteriovenous malformation. The embolization of fistula was performed using deltamaxx and penumbra complex coils (details unknown). Two microcatheters were used simultaneously (sl-10 and pxslim, details unknown). Coils were advanced through sl-10 microcathter, deltamaxx 5x20 got stripped and surgeon had to remove the coil from the microcatheter. Deltamaxx 3x12 was advanced into the microcatheter right after, however surgeon felt resistance in the microcatheter when tried to deploy the coil. The coil was removed along with microcatheter. The coil was stripped. Procedure completed with same/like device (details unknown). There was no adverse consequence to the patient. The microcathter will be sent along with coils for further investigation. The procedure was prolonged for 5 minutes as a result of the difficulties encountered with the devices.

Manufacturer narrative:
It was reported by the hospital contact that two deltamaxx coils: ((B)(4), lots unknown) got stripped during an embolisation of arteriovenous malformation. The embolization of fistula was performed using deltamaxx and penumbra complex coils (details unknown). Two microcatheters were used simultaneously (sl-10 and pxslim, details unknown). Coils were advanced through sl-10 microcathter, deltamaxx 5x20 got stripped and surgeon had to remove the coil from the microcatheter. Deltamaxx 3x12 was advanced into the microcatheter right after, however surgeon felt resistance in the microcatheter when tried to deploy the coil. The coil was removed along with microcatheter. The coil was stripped. Procedure completed with same/like device (details unknown). There was no adverse consequence to the patient. The microcathter will be sent along with coils for further investigation. The procedure was prolonged for 5 minutes as a result of the difficulties encountered with the devices. The coil was returned stretched and entangled around itself and the device. Due to post-procedural handling, cleaning, and packaging it cannot be determined if any additional damage occurred to the coil after the procedure. No manufacturing defects were found. The returned and cleaned sl-10 microcatheter passed inspection and functionality testing. A new test coil was introduced multiple times with no resistance encountered. The coil was then advanced through and out the distal tip of the microcatheter multiple times with no problems encountered. The most likely contributing factor to the resistance inside the microcatheter and the coil stretching during retraction was due to interference inside the microcatheter. The source and location of this interference inside the microcatheter cannot be determined; however the coil was temporarily anchored on this unidentified interference and then stretched during removal. Based on the information and the analysis, the event was confirmed, however the exact cause could not be determined. The manufacturing documentation for this lot could not be reviewed as the lot number was reported as unknown, however no manufacturing defects were found to the unit. No corrective actions will be taken at this time. This is 1 of 2 reports associated with complaint (B)(4).

Manufacturer narrative:
The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. This is 1 of 2 reports associated with complaint (B)(4). Concomitant medical products: coil (dmx18031220/lot unknown); penumbra complex coils (details unknown); sl-10 and pxslim microcatheters (details unknown); same/like device (details unknown).